Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy. It was reported the patient passed away at home. The cause of death was not reported. It was reported that therapy was ongoing until the time of death. An autopsy was not performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Pt date of birth: the patient was born on an unknown date in 1962. Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.